Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen 3,703 mcg/ml (dose 462 mcg/day), fentanyl 10,000 mcg/ml (dose 1,249 mcg/day), and morphine 20 mg/ml (dose 2.7 mg/day) via an implanted pump. The baclofen lot number and other medications the patient was taking at the time of the event were unable to be obtained. The patient's medical history was noted as "none". Indications for use were listed as non-malignant pain. On (B)(6) 2016, the patient came to the doctor's office complaining of withdrawal symptoms. The pump was replaced on (B)(6) 2016 and catheter was aspirated without issues. The patient was fine until the date of this report. On (B)(6) 2016 the hcp attempted a dye study in the office and could not aspirate. The patient was scheduled for a catheter revision on (B)(6) 2016. Interventions/actions taken to resolve the issue included aspirating in the operating room (or), but "seemed sluggish". The decision was made to replace with the 8780. The patient did have an abandoned catheter, "visible on fluoro that they could not locate end, so left as was". The issue was resolved at the time of this report and the patient's status was "alive-no injury". It was noted the doctor chose not to have the catheter re turned as he felt was old. On 03/14/2016, additional information was received from the rep indicated the patient experienced increased pain, shakes, and nausea per the nurse. Diagnostics included an attempted dye study in the office and could not aspirate. The cause of the difficulty aspirating was not determined and the doctor was surprised when he could aspirate when he opened pocket. It was noted they always aspirate through the catheter access port (cap) before they disconnect the catheter. It was sluggish, but aspirated. He felt necessary to replace, and felt it was just an older catheter. Nothing returned per his directions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.